Event description:
On (B)(6) 2009, a company rep reported she was checking the bolus history and daily totals in the pt's insulin infusion device and noticed the last bolus shown was taken on (B)(6) 2009. She stated that the device showed 0.0 units of insulin as a daily total from (B)(6) 2009-(B)(6) 2009. She said the pt is not having any issues with his infusion device or his blood glucose readings. The rep did not know whether the time or date was changed on the device but could verify it was currently correct. Repeated attempts were made to follow up with the pt for troubleshooting but were successful. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.